Event description:
It was reported that a pacemaker check was conducted and the remaining logevity of the battery was less than one year. The device remains in use. There were no patient complaints or complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.